Event description:
It was reported that the patient had multiple low flow alarms with pulsatility index (pi) in the 10.0-12.0 range. Log files were sent for review, and the event log file captured low flow alarm events on 02may2025. There were also several momentary low flow events recorded. Some of these events were very brief and did not generate an alarm. There did not appear to be any type of external mechanical circulatory support equipment issues causing these events. The site provided that some of the alarms were volume related with stable doppler in the 70s. There were high dopplers in the high 90s and low 200s. Some of the low flow alarms occurred when the patient turned on their side and it did not matter what side they were turned to. The patient was given hydralazine for high pressure and they received a liter bolus of normal saline infused over 24 hours. Additional information provided that low flow software was requested for the patient due to persistent low flow alarms caused by inflow cannula positioning and decreased size of left ventricle. Low flow software was installed changing the threshold from 2.0 to 2.5 on primary and backup system controllers.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported low flow alarms were confirmed through the onsite evaluation by an abbott technical service representative and analysis of the submitted log files. Although a specific cause for the reported low flows could not be conclusively determined through this investigation, the account reported the alarms were due to inflow cannula positioning and decreased size of the left ventricle (lv). The reported inflow cannula malposition could not be confirmed through this evaluation. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas) serial number: (B)(6), and the reported events could not be conclusively determined through this evaluation. The controller event log file contained events from 02may2025. Low flow hazard alarms, associated with elevated pulsatility index values, were captured. No other notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed. On (B)(6) 2025, the low flow threshold was adjusted to 2.0 liters per minute (lpm) on the patient's system controllers, (B)(6). Multiple attempts were made to obtain additional information regarding the reported event; however, no further information was provided by the account. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. D, and the patient handbook, rev. A, are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 also addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms and explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Following software upgrades, the hm3 lvas pocket guides to alarms for patients, rev. A, and clinicians, rev. A, explain that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.0 lpm. Section 5 of the IFU, "surgical procedures", provides instructions on how to insert the pump in the ventricle and instructs the user to take care to avoid orienting the inlet towards the interventricular septum as pump function will be compromised in the presence of inlet obstruction. The steps to adjust the orientation of the pump are also outlined in this section. Section 5, under ¿preparing the ventricular apex site¿, instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. Furthermore, section 5, under ¿implant procedures¿, warns to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. The current revision of the IFU and patient handbook can be found on the eifu page of the abbott website. The patient remains ongoing on heartmate 3 lvas, serial number: (B)(6), and no further related events have been reported at this time. No further information was provided. The manufacturer is closing the file on this event.